Event description:
It was reported that a right atrial (ra) lead alert was triggered, indicating that the ra automatic threshold was either greater than the programmed amplitude or suspended. Boston scientific technical services (ts) recommended follow-up with the clinic representative if needed. The most recent raat shows a loss of capture (loc) at 3.5 v, while the output is programmed to 2.5 v with a stable trend. Presenting data confirms ra capture, and the device appears to be functioning as programmed. No adverse effects were reported, and the lead remains in service.